Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that when the single-use holmium laser fiber was connected to the laser unit prior to patient contact, it displayed the error message "unable to read chip" and would not function. It was later found that the tip of the fiber was broken within the protective sheath. Another fiber was used to complete the procedure, and there were no injuries or additional procedures reported.